Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer contacted tsc to report discrepant false negative results for a patient with rh typing by traditional tube method testing using ortho anti-d antisera lot # db323a1 exp 6/21/19. Customer stated that the pregnant patient had a previous history of rh positive and was tested in tube methodology. At is spin, the customer reported the patient as rh negative. No weak d testing was performed at site. Customer further added that the site's internal sop does not required sample to be tested at the ahg phase. Result of rh negative was sent to clinician. Because of previous history of rh positive at clinician's office, sample was then sent to reference lab for additional testing. Using a competitor's antisera, results yielded a 3+ result at is spin for rh positive reaction. Issue started on: (B)(6) 2019; reported 4/12/19. Sample ID: one patient, methodology used: manual tube, incubation time (for manual test only): immediate spin, pattern observed: discrepant results, reaction grade obtained: negative. First date of testing was 4/11/19 with sample with no previous history at (B)(6) medical center. Daily qc testing performed and acceptable. Tsc discussed issue being isolated to patient, sample related, possible rh d variant. Tsc recommended that customer repeat sample and included the weak d phase. Customer agreed. With repeat testing of sample with the weak d phase, customer saw 4+ reaction. Reaction confirmed the rh status of sample as positive. Customer agreed to consult with their medical director to review their internal sop. Tsc followed up with the customer. Although biased results were reported to the physician's office, results were questioned due to patient history. No alteration in treatment occurred due to this event.